Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) and a cartridge alarm 5 (pressure out of range) occurred while the customer was sleeping. Reportedly, the top part of the cartridge was slightly separated and loose from the bottom portion of the cartridge. Also, it was noted that the cartridge was filled with 500 units. The customer loaded a new cartridge. The customer's blood glucose level was 246 mg/dl and it was addressed with a bolus via the pump.